Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated via latitude or consult. Technical services (ts) was consulted and suspected the device was non functional. The device was found to be completely depleted and was then explanted and replaced. The patient experienced some discomfort and paint. No additional adverse patient effects were reported.